Manufacturer narrative:
(B)(4).device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed target lesion is located in a calcified and moderately tortuous left circumflex artery. A nc quantum apex mr 15mm x 3.00mm balloon catheter was selected to pre dilate the lesion and ruptured at 20 atm on the initial inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.